Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger was constantly resetting. The last patient to use this charger did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt, the charger was constantly resetting. Upon investigation, corrosion was found on the battery board and the bedside board. The cause of the resets is the contamination on the battery board and bedside board inside the charger/modem. No adverse event resulted from the contaminated charger/modem. The last patient to use this charger/modem did not report any deficiencies.